Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a scratch on screen making it hard to read. The customer stated they have had to complete the rewind process more than once per reservoir change. Customer declined to provide their blood glucose. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but rewind anomaly during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to loose drive support disk. No charge battery anomaly noted during test. Device received with cracked battery tube threads, minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot. The p-cap locks into the reservoir compartment properly noted. (B)(4).